Event description:
The customer reported a speaker malfunction. A speaker malfunction inop was displayed and no sound was coming from the device. No adverse event involving a patient or user was reported.